Manufacturer narrative:
An event of regurgitation was reported. The reported perforation in one cusp was confirmed. The results of the investigation are inconclusive since the device was not returned; however, one photo was received for analysis. Based solely on the aforementioned photo, one cusp appeared to contain a large perforation in its mid-portion. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicates that the physician suspected that "the cusp may have been held by forceps."

Event description:
On an unknown date, mitral valve replacement was performed and this epic valve (model and size unknown) was implanted in the mitral position. On (B)(6) 2018, the valve was explanted due to mitral regurgitation. Upon explant a large perforation on the cusp was observed. No calcification was noted. Due to the size of the perforation, the physician suspects the cusp may have been held by forceps. The valve was discarded at the hospital and not available for analysis. A 27mm carpentier-edwards perimount magna ease mitral heart valve (model number: 7300tfxj27, serial unknown) was implanted as the replacement.

Manufacturer narrative:
An event of regurgitation was reported. The reported perforation in one cusp was confirmed. The results of the investigation are inconclusive since the device was not returned; however, one photo was received for analysis. Based solely on the aforementioned photo, one cusp appeared to contain a large perforation in its mid-portion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicates that the physician suspected that "the cusp may have been held by forceps."

Event description:
On (B)(6) 2015, a mitral valve replacement was performed and a 29mm epic valve was implanted in the mitral position. On (B)(6) 2018, the valve was explanted due to mitral regurgitation. Upon explant a large perforation on the cusp was observed. No calcification was noted. Due to the size of the perforation, the physician suspects the cusp may have been held by forceps during the implant procedure. The valve was discarded at the hospital and not available for analysis. A 27mm carpentier-edwards perimount magna ease mitral heart valve (model number: 7300tfxj27, serial unknown) was implanted as the replacement. The patient recovered well after surgery and has been discharged from the hospital.